Manufacturer narrative:
Correction: report number 2124215-2025-60894 was initially submitted for the event of device battery revision. Additional information indicates the explant of the device battery was elective. Therefore, this event has been deemed no longer reportable as the device did not cause or contribute to a serious injury. If additional reportable details become available in the future, a medwatch will be filed.

Event description:
It was reported that the patient had a revision surgery on 29nov2024 to swap out the battery, retaining the same lead but having unsuccessful reprogramming. The initial battery was depleted, and the patient was unable to charge their device. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 this event is created to add to coding (f10): f1905 - device revision or replacement f10 - inadequate/inappropriate treatment or diagnostic exposure.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2024 to swap out the battery, retaining the same lead but having unsuccessful reprogramming. The initial battery was depleted, and the patient was unable to charge their device. There were no patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2024 to swap out the battery, retaining the same lead but having unsuccessful reprogramming. The initial battery was depleted, and the patient was unable to charge their device. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 block h11: correction to blocj h6 imdrf impact codes: f1905 - device revision or replacement f10 - inadequate/inappropriate treatment or diagnostic exposure submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed.a device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2024 to swap out the battery, retaining the same lead but having unsuccessful reprogramming. The initial battery was depleted, and the patient was unable to charge their device. There were no patient complications.